Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Abdominal distension, ureter injury in patient was observed on (B)(6) 2018. It could be confirmed a duct was on the inter-vertebral disc by visual when dissecting the inter-vertebral disc. The retraction was performed using an elongated rod shaped product called nerve hook which was owned by the hospital. The injury position of ureter was near l4/5.

Manufacturer narrative:
Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4/5 oblique lumbar interbody fusion(olif) was performed on the anterior due to l4/5 pseudarthrosis. Post-op, the patient was in abdominal discomfort and distension. Ureteral injury was found with contrast examination.